Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "light output fluctuates, full power only after up to 20 seconds." No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer "light output fluctuates" was not confirmed. In total the following defects were detected: 1. Customer complaint not confirmed. 2. Software version is up to date. 3. Leakage between plug and cover. 4. Reprocessing at temperatures above the device specification (temperature indicator was triggered) the device passed the quality test at the time of delivery. Based on the technical inspection, no reduction in illuminance could be detected or reproduced. The detected leak between the cover and the plug, as well as the processing temperatures, may have had an impact on the led lighting. This event is filed under internal complaint ID (B)(4).